Event description:
The end user attempted to use the device on a patient. It was reported that the device was powered on with ac power, which powered the device up properly; however, when the device was removed from the ac source, the device powered itself off. The customer then reconnected the ac cord and was able to power the device back on and continue patient care. It was indicated that there was no compromise to patient care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.